Manufacturer narrative:
Since the accessories were not kept by the site and the lot # of the involved accessory is unknown, no investigation is possible at this time. Further investigation is ongoing and a follow up will be provided upon receipt of additional information.

Event description:
Received the following information from the field about a sheath sliding difficulty encountered during the attempt to implant a perceval plus aortic heart valve. Based on the medical judgment received, no issues with the valve was identified. The issue reportedly occurred with the perceval plus accessory. The patient is fine.

Manufacturer narrative:
Since the accessories were discarded and the lot # of the involved accessory is unknown, no investigation is possible and the root cause of the reported event remains unknown at this time. Should the manufacturer receive any further information in the future, a follow up report will be provided.

Event description:
Received the following information from the field about a sheath sliding difficulty encountered during the attempt to implant a perceval plus aortic heart valve. Based on the medical judgment received, no issues with the valve was identified. The issue reportedly occurred with the perceval plus accessory. The patient is fine. As reported, the physician considers this case as an insignificant event and no further information will be provided.